Manufacturer narrative:
Philips service re-created the image store and archived patients. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was unable to acquire images due to a full disk on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.